Event description:
Reportedly, lens was implanted and removed due to capsule damage during implantation. Reportedly, the haptic went into the vitreous. The lens was removed, a vitrectomy was performed and another model lens was implanted as a replacement. This event pertains to the patient's right eye. Reference MDR# 1313525-2015-00734 for the lens that was used during this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.